Manufacturer narrative:
Field advisories: 1627487-05242011-002-r, 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention where her entire scs system was removed on (B)(6) 2016. The patient's ipg was depleted due to lack of recharge.